Manufacturer narrative:
Correction: the previous medwatch report had contradicting information regarding the patient's device explantation. The selection in section b2 and the coding in section h6-health effect - impact code have been updated on this report to accurately reflect the patient's event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2025, mentor received additional information reporting that the patient capsular contracture's baker grade was between 3-4. It was also reported that the breast prosthesis was likely ruptured. Coding in section h6 has been updated to reflect this additional information. The device date of explantation has been reported to be (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation with a 375cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively, which was diagnosed with an office visit. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On august 08, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the sm mpp gel 375cc breast implant was ruptured. In addition, shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 27, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 390cc mentor memorygel boost breast implant (catalog number smpb390). Manufacturer¿s reference number: (B)(4).